Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 20:31:07 on (B)(6) 2026. At 02:57:32 on (B)(6) 2026, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm degrading to vf. At 02:58:10, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 02:58:14 on (B)(6) 2025.